Event description:
A malfunction alarm was reported, identified as malfunction code 12, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, which the customer successfully completed, and the malfunction did not recur.